Manufacturer narrative:
Exact date unknown, event occurred three years ago. Explant date: 2017.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.